Event description:
Failed medical device. Still in right lower jaw; alleged date of insertion 2/90. Chronic feeling of internal itching; waxing and waning cold sore type lesions; occasional pain: feelings of dread as failed device is implanted near nerve and some doctors have said removal may cause numb lower lip and pain: tingling, etc. Rptr claims to have been injured by MFR and medical devices that were all inserted without her informed consent. She feels she has been used a a guinea pig with federal research and educational grants and she needs surgical treatment for the multiple injuries she has received from the experiments with the investigational devices and products. She has spent approx $53,000 on her jaws from the products and injuries. Per rptr the MFR has refused to abide by bmp requirements and has fought her with a staff of six attys for years. Her health is deteriorating from lack of medical treatment to attempt to correct her injuries from the experiments. It is her understanding that she should be sent to a medical dr to receive the treatment she needs under the terms of the federal research and education grants.